Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings:the keypad was found to be intact; no damage was observed. During testing, the ok button was found to be intermittently unresponsive; all other buttons responded appropriately. None of the buttons were sticking. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. All keypad buttons are sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.